Event description:
On (B)(6) 2018, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra 2 meter was reading inaccurately high in comparison to feelings/normal results. The complaint was classified based customer care advocate (cca) documentation. The patient stated that the alleged product issue began on (B)(6) 2018. She reported that she obtained an alleged inaccurately high result of 303 and 294mg/dl on the subject meter compared to feelings/normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages her diabetes with oral medication (glipizide 10mg in the morning and metformin in the evening) diet and exercise and reported that she exercised in response to the alleged product issue. The patient stated that on an unspecified time after the alleged product issue began she developed the symptoms of ¿felt dizzy, could hardly walk and felt her sugar was low¿. The patient reported that she self-treated with food and or/drink ¿ate something with sugar¿. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure and the test strips that were used were stored correctly and had not expired. The patient did not have control solution to perform a test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.